Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had poor connection. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted for legal manufacturer's final investigation results and correction. The device was returned to olympus for evaluation and the customer's allegation was confirmed: in addition, the following reportable malfunctions were identified during the device evaluation: flooding, corrosion and lens detached. Based on the results of the investigation a probable root cause cannot be established. It is likely that the image functions did not function properly due to the flooding of the cable, image capture unit, and main body, resulting in a poor image quality (noise and flickering). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had poor connection. There were no reports of patient harm.